Event description:
It was reported that the user experienced elevated blood glucose when they overtreated a hypoglycemic event. The user reported treating their low with several cookies and 3 apple juices. Troubleshooting and education on low glucose treatment was provided. Symptoms included hypoglycemia and hyperglycemia randing from 58 mg/dl to 238 mg/dl. Outcomes included user education on moderate hypoglycemia treatment to reduce rebound hyperglycemia. Investigation included remote troubleshooting and user education for glucose management. Investigation of this case revealed no device malfunction, with the glycemic excursion attributed to excessive carbohydrate intake. It was concluded, based on similar reports, that user error related to overtreatment and initial app workflow uncertainty was the cause.